Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a spark may have occurred due to other equipment being nearby. The event can be prevented by following the instructions for use which state: 2.5 general dangers, warnings and cautions. Warning risk of injury to the patient bending the distal tip may damage the hf-resection electrode leading to sparkover between the hf-resection electrode and the telescope. There is a risk of electrical, mechanical and thermal injury and/or unintended nerve stimulation. Never try to bend the distal tip of the hf-resection electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high frequency resection electrode exhibited a melted electrode tip. There was no patient involvement.